Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was over 600 mg/dl and current blood glucose value was 304 mg/dl. Customer treated with the insulin pump. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Unit communicated properly with test blood glucose meter. The blood glucose value on the meter was display on pump screen. Unit passed self test. The pump was uploaded using carelink pro. Carelink pro listed all test data. No history anomaly noted on carelink pro. Unit communicated properly with a test guardian 2 link and the glucose sensor simulator. The sensor feature functions properly. No sensor calibration anomaly noted. Unit received with cracked retainer, minor scratched display window and scratched case.